Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely to the clinic on (B)(6) 2021. Review of transmission revealed that there were several different rhythms occurring on implantable cardioverter defibrillator (ICD). It was observed that there was competitive atrial pacing along with far r oversensing noted on ICD. The programming changes were recommended but not performed at this time. The patient will be monitored going forward. There were no adverse consequences to the patient.